Event description:
I had a bad sinus reaction type headache and increased sensitivity to certain smells, apparently from oxygen tubing in hospital. I was in the hospital for kidney stone surgery. Utilized sinus wash system several times after hospital discharge. Eventually, after some days, the reaction and effects let up. The nurses initially warned me of a scent from the tubing, but I didn't expect such bad effects. I am still suffering from some residual effects.